Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use on a patient they checked the foley catheter for operation, sterile water in the balloon could not be collected with a syringe.

Event description:
It was reported that before use on a patient they checked the foley catheter for operation, sterile water in the balloon could not be collected with a syringe.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (4) photo samples showing the all-silicone temp sensing foley catheter with sample port connector. Received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314, batch number myjx2841 and manufacturing lot number ngjt1812. Visual inspection noted the balloon was inflated upon return. Attempted to remove liquid in balloon that was received and was unable to do so. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.014¿. Silicone material was covering the inflation notch. Based on physical sample received the product does not meet specifications which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.